Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the mobile programmer application displayed dots in the electrograms (egm) and question mark symbols was confirmed. Analysis found the customer comment that it was not possible to program anything and that the mobile programmer lost the ability to pace during this period before could not be confirmed but was deemed plausible. Analysis found the customer comment that the mobile programmer application appeared to be making programming changes independently could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application displayed dots in the electrograms (egm) and question mark symbols in the pacing mode for a brief period of time, however connection appeared stable. It was noted that it was not possible to program anything and that the mobile programmer lost the ability to pace during this period before resuming to normal functioning. It was further noted that the mobile programmer application appeared to be making programming changes independently. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.